Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported the sterile packaging was broken due to the device cable being caught in the package seal. The instrument was not used. Initial evaluation of the incident sample found the cord failed hipot testing.